Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. After changing the infusion set site, a correction bolus was delivered and the bg was lowered. The customer suspected the cause of the high bg was possibly due to scar tissue.